Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reported to the hospital after receiving inappropriate shocks due to noise on the right ventricular (rv) lead. High impedance was noted, and fracture was suspected. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remains in use. No further patient complications have been reported as a result of this event.